Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow-up, this implantable pacemaker and non-boston scientific right ventricular (rv) lead exhibited one out of range impedance measurement of greater than 2,000 ohms. The measurements reportedly trended at approximately 500 ohms. In-office lead testing showed stable impedance measurements in unipolar and bipolar configurations during rest, and with isometrics. The device was programmed back to bipolar configuration and the patient was sent home with latitude. No adverse patient effects were reported. The device remains in service.